Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis and the patient subsequently passed away. It was not reported if the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. Treatment details were not reported. Thirty seven days prior to the receipt of this report, dianeal therapy was discontinued. On an unreported date, the patient passed away. The cause of death was not reported. The recovery status was reported as fatal. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.